Event description:
A pharmacist reported that a vitrectomy probe from a custom pak for a vitrectomy procedure was defective. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).